Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to erosion. All the components were removed. No information about the patient's outcome was received.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to erosion. All the components were removed. No information about the patient's outcome was received.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Urethral erosion was reported. The ams 800 device was visually inspected and microscopically examined. A leakage test was performed, and no leaks were found. The pump was functionally tested, however; the balloon was unable to be tested due to the original pressure is unknown. The pump performed within product specifications. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.